Event description:
Pt presented for t10 - ileum fusion. The procedure had been staged as during two recent operations had resulted in an unexpectedly large blood loss with consumptive coagulopathy necessitating transfusion of blood, clotting products and eventually recombinant factor 7a. During this surgery, the pt was hemodynamically stable up until the third injection of bone cement. At this point, the pt became hypotensive, hypoxic and tachycardic with s-t segment depression for a period of approximately 10 minutes. During this time, surgery was halted and the pt resuscitated. After 10 minutes, the pt had recovered, and surgery was resumed. However, after a further 45 minutes, there was a further, severe deterioration with extreme hypoxia and hypotension. Surgery was again halted, with ongoing resuscitation. Both clinically and via tee, the scenario was highly suggestive of massive pe, with dilated rv/ra, shunt and little or no right sided flow. After excluding other causes of acute compromise, resuscitation efforts concentrated on this, but despite resuscitation/pcr over 1 hour, we were unable to reverse the hypoxia and resume cvs circulation. Autopsy later confirmed a dilated right heart, but there was no demonstrable gross embolism seen. Microscopic lung sections showed occasional slides with fat, bone and cement. Dose: unk. Route: intradiscal. Dates of use: 2009. Diagnosis: strengthening of vertebrae adjacent to surgery.